Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: it was reported that the surgeon tried to put in a new glenoshere 38+0 standard but could never get the threads to engage. Surgeon tried it for over 20 minutes. Surgeon put in the old glenoshere and it went right in the first time threads engaged. There was no damage on the threads of the new one that would not go in and did not know why the threads did not engage. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned sample revealed that the threaded of the xtndgleno d38mm +0mm shrtpst was observed stripped from the 4th thread of the tip. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces like usage of excessive force to a circular movement while trailing. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test was unable to be performed due to mating device not returned. The complaint condition was not able to be replicated. The overall complaint was confirmed as the observed condition of the xtndgleno d38mm +0mm shrtpst would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon tried to put in a new glenoshere 38+0 standard but could never get the threads to engage. Surgeon tried it for over 20 minutes. Surgeon put in the old glenoshere and it went right in the first time threads engaged. There was no damage on the threads of the new one that would not go in and did not know why the threads did not engage. Doe: (B)(6) 2023. Affected side: right shoulder.